Event description:
Found a subq leak in one of the catheters.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unknown. A 0.1" tear was found in the subcutaneous region of the catheter 0.4" distal to the cuff. Splits were also found in the 'red' and 'white' extension legs underneath the clamping oversleeves. The damage found in the underlying tubing was greater than the damage found in the clamping oversleeves. It appears that the tubing was damaged from within. It is possible that the extension leg was clamped over a guidewire, but the exact mechanism of damage is unknown. Each hickman catheter is tested for leaks before the product is packaged for use. The leaks in the returned complaint sample most likely occurred during use. No defects related to the manufacturing process were noted on the complaint sample. A chr of lot# huti0605 showed no other similar product complaint(s) from this lot number.